Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the event occurred in the distal right coronary artery.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. A guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would typically require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract or advance the wire in this trapped state would exceed design limits and may cause separation. Based on the reported information, the separation occurred as a result of the guide wire being entrapped with the stent, and during removal, the tip separated. The tip separation appears to be due to the guide wire being entrapped within the stent. A review of the lot history record for the reported lot revealed no nonconforming material records. Additionally, a query the viper complaint handling database for the reported lot was performed and revealed no other incidents for this lot. There is no indication to suggest a product quality deficiency. To ensure that a tip separation does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Attachment: user facility mandatory medwatch report number (B)(4). The device is not available for evaluation. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch received reporting the following: "a stent was deployed using the bmw wire and the run through as a buddy wire. At the termination of the case, the run through was removed and the bmw was stuck underneath the distal stent. We advanced a mini trek balloon over the wire to help in removing wire out. On inspection after removal, it was noted that tip of wire was unraveled. Xray was performed and tip of wire was visualized distally. No apparent complication from retention, there was good blood flow in that area."